Event description:
As requested, a fresenius field service technician (fst) was dispatched to the user facility to evaluate the machine. The fst confirmed that blood got inside the machine as a result of the dialyzer blood leak that occurred. The fst performed testing on the machine, and the machine passed all tests with no failures noted. No further details were documented in the service report generated by the fst.

Manufacturer narrative:
Plant investigation: the complaint device was not available to be returned for manufacturer evaluation. However, three photos were provided by the clinic. The first photo shows an up-close view of the dialyzer, and there is blood on the outside of the fibers, within the dialyzer. This is indicative of an internal leak. The dialyzer label is visible and shows the lot number. There was no damage visually noted that may have caused the internal blood leak. The other two photos show the 2008t dialysis machine after blood from a dialyzer blood leak got inside of it. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were two approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was confirmed based off the provided photos. However, the cause cannot be determined as the actual sample was not returned for evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
As requested, a fresenius field service technician (fst) was dispatched to the user facility to evaluate the machine. The fst confirmed that blood got inside the machine as a result of the dialyzer blood leak that occurred. The fst performed testing on the machine, and the machine passed all tests with no failures noted. No further details were documented in the service report generated by the fst.

Manufacturer narrative:
Additional information: b5.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that blood got inside the hydraulics of a 2008t machine due to a dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. The biomed requested onsite service to assist with cleaning the machine. Additional details were obtained through follow-up with the biomed and the lead technician from the facility. The blood leak was reported to be internal, and it was confirmed to be visually observed. It was confirmed the 2008t machine alarmed appropriately with a blood leak alarm. A blood leak test strip was not used because the blood leak was obvious. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. It was confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.